Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a vibratory alert for a left ventricular lead impedance drop. In office, patient complained of pectoral stimulation. Physician alleged insulation break that was likely in pocket due to aforementioned stimulation. Programming changes were made, and the situation was further monitored. The patient felt good and did not experience any adverse effects.